Event description:
Difficulty was encountered while attempting to advance a coronary stent with delivery system to the target lesion site located in the pt's circumflex artery. In an attempt to advance the sds further, the protective sheath was prematurely retracted. This attempt was ultimately unsuccessful and the sds was withdrawn from the pt without complication. Upon removal of the sds, the stent was observed to be missing. The embolized stent could not be visualized under fluoroscopy and is assumed to remain in an unknown location in the pt's body. No add'l attempts were made to locate or retrieve the stent. There were no pt complications reported relative to this event.